Event description:
According to the initial information received, the right atrial discs of two 35mm amplatzer cribriform occluders (aco) would not flatten and remained bulbous. Please reference MDR 2135147-2012-00061 for the first 35mm aco.

Manufacturer narrative:
Although this is not a reportable event, aga medical is submitting this report since a voluntary report (B)(4) was submitted by the hospital. The 35mm aco was returned to aga medical in its original configuration. Following decontamination, the device was measured and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from test 9f loader with the proximal disc bubbled. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. According to the amplatzer cribriform occluder instructions for use, the warnings section lists the following statement: do not release the amplatzer cribriform occluder from the delivery cable if the device does not conform to its original configuration or if the device position is unstable. Recapture the device and redeploy. If still unsatisfactory, recapture the device and replace with a new device. Our investigation was able to reproduce and confirm the performance described. We have logged this event in our complaint handling system, and will continue to monitor overall product performance to identify any patterns in field events.